Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose . The customer had symptoms such as and treated with customer's blood glucose value was 256 mg/dl the time of the call. Customer reported that he woke up with a blood glucose of 130 mg/dl at 7:30 am and by 11:30 am it was 282 mg/dl. Customer also mentioned that he had blood glucose readings of 400 mg/dl, 500 mg/dl, 600 mg/dl and felt like he is not in control of his blood glucose. Troubleshooting was performed on high blood glucose readings. Customer stated that high blood glucose level started on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for air bubbles in the reservoir and tubing, declined possible site or insulin issues, declined to check insulin pump settings. Unable to perform high pressure test because the customer did not have a tubing clamp. Advised customer to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.